Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refv2001 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during insertion procedure of the groshong catheter via the right upper arm, it was difficult to insert the catheter just below the axilla. Therefore, the catheter was removed and the catheter was attempted to be inserted via the left upper arm. When the microintroducer with sheath was attempted to be inserted after the skin incision, it could not be inserted. Therefore, when the shape of the microintroducer with sheath was checked, the tip of the sheath was twisted. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation:¿patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a difficult insertion is confirmed. One 5 fr x10 cm microez microintroducer was returned for evaluation. The dilator was returned within the sheath, and the sheath had not been peeled. The sheath was observed to be bent at the proximal end extending from the peelable tabs. Bunching of the sheath tip was also noted. Microscopic observation of the sheath tip revealed the material to be compressed and bunched inwards. The damage and deformation observed is consistent with damage caused by advancement against resistance. The product instructions for use (IFU) contains information that may have prevented the reported issue. The IFU states, ¿advance the microintroducer assembly over the guidewire. Using a twisting motion, advance the assembly into the vessel. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guidelines concerning the use of a safety scalpel prior to making incision. Since evidence of a difficult inserted was observed, the complaint is confirmed.

Event description:
It was reported that during insertion procedure of the groshong catheter via the right upper arm, it was difficult to insert the catheter just below the axilla. Therefore, the catheter was removed and the catheter was attempted to be inserted via the left upper arm. When the microintroducer with sheath was attempted to be inserted after the skin incision, it could not be inserted. Therefore, when the shape of the microintroducer with sheath was checked, the tip of the sheath was twisted. Another device was used to complete the procedure. There was no reported patient injury.